Manufacturer narrative:
Additional information has been received regarding the aware date and notified date change which was not included in the initial report. So, the aware date and notified date has been changed to 26-feb-2025 as per new additional information. Additional information has been received which was not included in the initial report. The information has been provided in section h6 (added health effect - clinical codes 1905, 1905 and their related health effect - impact codes 4613, 4614) with this report. Also, additional information has been received which was not included in the initial report. The lot number has been updated in section d4 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with an insulin pump and also experienced hypoglycemia. The customer reported the differences between the sensor glucose and blood glucose events. The sensor glucose was¿50 mg/dl, and the blood glucose value was 468 mg/dl which was outside of the acceptable range. The sensor glucose and blood glucose difference is 418 mg/dl. The event involved product(s) mmt-7040a, mmt-378a, mmt-332a, mmt-1884. Troubleshooting was not performed. It was unknown if the insulin pump system was used within 48 hours. It was unknown whether the auto mode feature was active at the time of the event. The difference between the sensor glucose and blood glucose was not within range. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-378a. No product return is required for mmt-332a. No product return is required for mmt-1884.